Event description:
It was reported that the patient the artificial urinary sphincter (aus) malfunctioned in 2017. The entire aus system was removed in (B)(6) 2018 and replaced with a new one. Further information was requested and not yet received.